Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Two curved circumferential splits were observed in the extension leg tubing about 2.7 cm and 2.8 cm distal to the luer hub. A microscopic observation revealed the larger of the two splits was ¿v¿-shaped and the smaller split was more rounded. Curved impressions were observed at both corners of both splits, and the edges of both splits were observed to be rough and uneven. The surfaces of the splits were also observed to be rough and uneven and reflective in nature with some rough patterning. The rough edges and patterning on the surfaces of the splits suggest the catheter was damaged due to contact with an instrument such as a hemostat or clamp during use. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of reds2439 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC started to leak and was removed, IV peripheral catheter was placed. A hole in the side of the catheter was noted in the transparent part.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2439 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC started to leak and was removed, IV peripheral catheter was placed. A hole in the side of the catheter was noted in the transparent part.